Event description:
On (B)(6) 2019, neotract was made aware of a patient that underwent a successful prostatic urethral lift (pul) procedure but developed a urinary tract infection (uti) shortly after. The uti was said to be intermittent but progressed to sepsis after approximately 5 months. At an undetermined time later, the patient underwent a transurethral resection of the prostate (turp), including the removal of the urolift implants. It was reported that the patient is doing well. The physician declined to be contacted for additional information.